Event description:
The front wheel has come loose, plastic fork has gone completely off without "cause". Several users have been affected in a short time when the fork breaks the wheel falls off. No serious damage has occurred so far but nasty incidents. Several users have reported that the wheel "just fell off" during normal use.

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incidents occured in (B)(6).